Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during kyphoplasty surgery while putting pressure on trocar and the portion of the niddle retained in the patient's spine. The physician described the patient's bone was too hard. The patient underwent revision surgery. There is no information given that the part retained in the patient's body were removed or not.